Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was intermittently not responding well to down arrow button presses. She also claimed that the button was not springing back as usual. The pt denied that the device was exposed to moisture or cleaning products. She also denied that the keypad was damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to up, down and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.